Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Upon explant surgery, healthcare professional found the implant was ruptured. Device was explanted and replaced.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Upon explant surgery, healthcare professional found the implant was ruptured. Device was explanted and replaced.